Event description:
It was reported that during insertion, the needle hub broke at the connection to the syringe. There were no reported pt complications.

Manufacturer narrative:
F/u report will be filed if add'l info becomes avail.